Event description:
"Caller alleged imprecision with the inratio meter. Results as follows:" specimen number: 9. Collection date: (B)(6) 2012. First inratio result: 1.2 (lot #272418). Second inratio result: 1.8 (lot #273302).

Manufacturer narrative:
Investigation pending.